Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received an altitude alarm. Customers blood glucose levels were not impacted. Customer was able to clear alarm and resume insulin delivery.